Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient was being monitored on an mp5 on (B)(6) 2016 in room (B)(6) and vitals were present at the bedside, but no data was present at the central station between 03:00 to 06:00. The patient expired.

Manufacturer narrative:
The logs were submitted for review and sent to software engineer (swe),, and product support engineer (pse), per communications from the swe and pse, there were network disconnect issues occurring at the site during this time. Below is a timeline of the device status: from (B)(6) 2016 16:09 to (B)(6) 2016 03:57 the device was in standby 03:57:35 - device was disconnected; 03:57:48 - adt activity was occurring and re-association/connection occurred; 04:05 - device was disconnected; 06:00 - re-association/connection occurred and alarms were suspended; 06:04 - alarms started being captured in the central station logs; 07:11 - device was disconnected; 12:37 - device re-associated/connected. The timeline shows that from 04:05 to 06:00 on (B)(6) 2016, that bed 403 was disconnected and not communicating with the central station. During the times of disconnection, an inop would be presented at the central station indicating ¿no data from bed¿. Piic classic alarm logs do not store inoperative conditions, thus inop's cannot be reviewed. Unknown network connection issues.